Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1). System tested and verified as ready to use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) they got repeated errors and universal surgical manipulator (usm1) kept getting disabled. They tried rebooting the system several times before calling in. The tse uploaded error logs and noted repeated 319 errors reported by usm1. The customer stated that they had another procedure schedule for 10:30am the next day. The customer completing the procedure with three usms. Isi followed up with the initial reporter and obtained the following additional information: the defective arm was disabled. The case was completed with 3 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit came into failure analysis with a reported problem of ¿repeated 319 errors on usm1¿ and was confirmed and replicated. System error logs showed multiple 319 errors occurring on universal surgical manipulator (usm1) pointing toward the rolling loop fiber. The unit was tested on an in-house system in normal mode where it triggered a 319 error where it could not find the axes controller, carriage (acc) node. The unit was also tested on a psc fixture test platform (pftp) where it failed both check all boards present (acc not found) and fiber test on the rolling loop fiber. A golden rolling loop fiber was installed and both check all boards present and fiber test passed on retry. All other required tests passed thereafter. During investigation, it was noted that the rolling loop fiber and ground straps were tangled in the spar and had to be removed to finish testing. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.